Manufacturer narrative:
Initial and final MDR 1890617- MDR 3003442380-2024-09006- device 6 of 10

Event description:
Unomedical reference number (B)(4) event occurred in the united states on (B)(6)2024, it was reported by the patient that ten infusions set fell off due to which hyperglycemia occurs within 24 hours of use. High blood glucose level was 300 mg/dl. Events occurred between 04/01/2024 and 05/08/2024. Patient replaced infusion set and resumed insulin successfully. No further information was available